Event description:
A report was received alleging that the listed device had been in use with patient for approximately one month when the tube's flange was found to be torn. According to reporter, an emergent exchange of the tracheostomy tube was performed. No incident related medical sequela was reported.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).